Manufacturer narrative:
The report received from the affiliate indicated that during set-up of a procedure, two catheter extensions were rotated to connect to the injector, but they just kept rotating and could not be fastened securely. The physician discontinued use of the products and no injection was performed through either product. The procedure was completed successfully; however, details were not provided. There was no patient injury reported and the products were returned for analysis. Both products had been stored properly according to the instructions for use (IFU). There was no damage noted to the product's packaging upon inspection prior to opening. There was no reported difficulty removing the products from the packaging. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the IFU with no problems noted. No additional information was available. (B)(4): one non-sterile accs cath exten 65cm 1200psi was received for analysis. The hub thread was found damaged. No other visual damage was noted on the received unit. An attempt to tighten a lab sample y-connector to the luer hub was not possible due to damaged in the hub thread. The outside diameter thread could not be measured due to damage presented in the hub thread. The unit was sent to sem analysis in order to identify the root cause of hub damage. Results showed that the hub was probably deformed during use, since the conditions observed included flattened sections, rupture, compressed sections, and burr. The deformation applied to the hub suggests that the "yield strength" was exceeded by excessive external force applied to the hub. Additionally the rupture in both sides of the damage can be attributable to an external application of force cutting the material with an unknown tool. As additional investigation the diagnostic catheter manufacturing process was reviewed and there were no tools, equipment or product handling that could cause this type of damage on the luer hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure by the customer as "catheter extension tubing- incompatibility/fit-luer hub" was confirmed during functional test; however, this condition was due to damage found on the luer hub. According to sem results, the hub suggests that the "yield strength" was exceeded by excessive external force applied to the hub. Additionally, the rupture in both sides of the damage can be attributable to an external application of force cutting the material with an unknown tool. Since there was no evidence that the complaint was related to a manufacturing issue, no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2013-00091 and # 9616099-2013-00092.

Event description:
The report received from the affiliate indicated that during set-up, the two (2 each) accs cath exten 65 cm 1200 psi catheter extension tubings were rotated to connect to the injector but they just kept rotating and could not be fastened securely. This occurred with both products therefore, the physician stopped using both extension tubings. No injection was performed through either product. The procedure was finished successfully, details not provided. There was no patient injury reported and the product will be returned for the analysis. There was no information available about the patient and the target lesion. Both products were used for the same patient/procedure. Both products were stored properly according to the instructions for use/IFU. There was no damage noted to the product's packaging upon inspection prior to opening. There was no reported difficulty removing the products from the packaging. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the IFU with no problems noted. No additional information is available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2013-00091 and # 9616099-2013-00092.

Manufacturer narrative:
The report received from the affiliate indicated that during set-up, three (3 each) catheter extensions were rotated to connect to the injector, but they ¿just kept rotating and could not be fastened securely¿. No injection was performed through the products, and they were not used on the patient. The procedure was completed successfully, but details were not provided. All three products were used for the same patient/procedure and had been stored and prepped according to the instructions for use (IFU). There was no damage noted to the product¿s packaging upon inspection prior to opening. There was no reported difficulty removing the products from the packaging. All products were inspected prior to use and appeared to be normal. No additional information is available. (B)(4): one non-sterile accs cath exten 65cm 1200psi was received for analysis. The hub thread was found damaged. No other visual damage was noted on the received unit. An attempt was made to tighten the luer hub to lab sample y-connector; it was not possible due to damage in the hub thread. The od thread could not be measured against drawing 2796900 rev: 40 due to damage presented in the hub thread. The unit was sent to sem analysis in order to identify the root cause of hub damage. Results showed that the hub was probably deformed during use, since the conditions observed in the damage as the flattened sections, the rupture, the compressed sections, the burr, and the deformation applied to the hub suggests that the ¿yield strength¿ was exceeded by excessive external force applied to the hub. Additionally, the rupture in both sides of the damage can be attributable to an external application of force cutting the material with an unknown tool. As additional investigation, the diagnostic catheter manufacturing process was reviewed and there were no tools, equipment or product handling that could cause this type of damage on the luer hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The luer connector incompatibility reported by the customer was not confirmed since the units were connected without problem to lab samples. However, there was damaged hub thread on all three units and one unit was cracked. It was determined that the crack could be related to a high level of brittleness and possibly be related to a manufacturing issue. An internal risk assessment has been opened to the hub supplier to address this issue. Based on results of the tga analysis from (B)(4), the devices that were analyzed under (B)(4)were added to the scope of the risk assessment. Although these units (from the same supplier's lot) did not present the cracked condition, the hub damage reported for these units could potentially be related to the high level of brittleness presented on the tested unit. This is one of three (3) products used during the same procedure. Please reference MFR. Report # 9616099-2013-00091; # 9616099-2013-00092; and #9616099-2013-00413.

Event description:
The report received from the affiliate indicated that during set-up, the two (2 each) accs cath exten 65cm 1200psi catheter extension tubings were rotated to connect to the injector but they just kept rotating and could not be fastened securely. This occurred with both products. Therefore, the physician stopped using both extension tubings. No injection was performed through either product. The procedure was finished successfully, details not provided. There was no patient injury reported and the products will be returned for analysis. There was no information available about the patient and the target lesion. Both products were used for the same patient/procedure. Both products were stored properly according to the instructions for use/IFU. There was no damage noted to the product's packaging upon inspection prior to opening. There was no reported difficulty removing the products from the packaging. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the IFU with no problems noted. No additional information is available. Addendum: preliminary analysis revealed that two (2 each) products were received and were joined together making a total of three (3) products returned/used for the procedure. An additional pi was created. Analysis of product #1 indicated that the hub was cracked.